Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No part was returned to manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site requested an replacement for the system's computer. It was confirmed the replacement parts resumed functionality on the unit. The old parts were found to be non functional by a field service engineer.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.